Event description:
Pt revised to address fracture plate.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Review of the as400 system show that 21 other devices from lot dhgbp0 have been delivered and can be reasonably concluded implanted without issue as no further reports are identified. Provided info states the pt claims the plate broke while walking. Although, x-rays were not provided, non-union may be a contributing factor. The surgical technique states these implants are intended as a guide to normal healing, and are not intended to replace normal body structure or bear the weight of the body in the presence of incomplete bone healing. Delayed unions or nonunions in the presence of load bearing or weight bearing might eventually cause the implant to break due to metal fatigue. All metal surgical implants are subjected to repeated stress in use, which can result in metal fatigue. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.